Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, coronary artery disease, atrial fibrillation. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "impact of left atrial v-wave following mitral edge-to-edge repair on survival: the mitra-pro registry" was reviewed. The article presented a prospective multi center study, to evaluate the impact of v-wave on long-term survival after teer. Devices mentioned include mitraclip. The article concluded that a postprocedural v-wave >25 mm hg is linked to reduced long-term survival. Multimodal residual mitral regurgitation assessment including v-wave supports the interventionalist in teer guidance and optimizing procedural results aiming for decreasing v-wave to <25mm hg. [The primary author and corresponding author was peter boekstegers at department of cardiology, school of medicine, witten/herdecke university, witten, germany with corresponding emaill: peterboekstegers@gmx.de]. The time frame of the study was august 2016 to april 2020. A total of 1487 patients were included in this study, of which 1487 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included (B)(4), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: article titled " impact of left atrial v-wave following mitral edge-to-edge repair on survival: the mitra-pro registry".